Event description:
It was reported that during a laparoscopic cholecystectomy, the two clips came out at a time because of jamming. A deployed clip fell after the firing on the blood vessel since the clip was formed with gap. Eventually, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did clip not hold after being deployed on vessel? ---no. Was there any bleeding? ---yes. If bleeding, please quantify amount. ---we don¿t know exact quantity amount, but the bleeding was stopped by a clip. Were any blood products given? --- the information was not provided from the hospital. Was there any change to procedure? ---no. Were jaws of device stuck on tissue? ---yes.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition and with a pear shape clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the advancer bypassed the clip; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clips was released. The device was cycled and 6 clips with gap were fed and the remaining clip was fed, and formed conforming. In addition, the device locked out as intended. It could not be determined what may have caused the findings during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.